Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The customer¿s blood glucose level was 40 mg/dl. The customer was unconscious for an hour. The customer was woken up by putting soda in their mouth. The customer¿s last blood glucose value was 70 mg/dl. The customer treated low blood glucose by drinking juice and in taking sugar. The customer report did not allege over delivery on insulin pump. It was unknown whether the customer was using auto mode. The customer was neither in the emergency room, nor admitted into hospital as a result of low blood glucose. The insulin pump will not be returned for analysis.